Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice (hc) device during initial drain. The home patient (hp) was connected at the time of the alarm. The patient was not sure if both of their patient line extensions had fully primed. The technical service representative (tsr) explained the alarm to the hp and advised the hp to begin therapy over with all new supplies. The hp stated therapy would be completed using manual exchanges. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.